Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise resulting in multiple inappropriate shocks due to a suspected fracture. This electrode was subsequently explanted and replaced. This electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise resulting in multiple inappropriate shocks due to a suspected fracture. This electrode was subsequently explanted and replaced. This electrode was subsequently returned for analysis. No additional adverse patient effects were reported.